Event description:
It was reported that the patient experienced recurring incontinence and atrophy with an artificial urinary sphincter (aus). A revision surgery was performed, in which the cuff was replaced. No additional adverse events were noted and the patient was noted to be recovering. No more information available at the moment. The explanted cuff is not expected to be returned. A supplemental report will be submitted should the product be returned for analysis or additional information received.